Event description:
It was reported that the user experienced difficulty attaching the ilet cartridge, which was resolved by inserting the cartridge into the pump first and then attaching the connector. Symptoms included no change in blood glucose. Outcomes included no alerts, no alarms, and no need for medical care. Customer care provided troubleshooting and user education by phone. Investigation of this case revealed user technique as the factor affecting cartridge attachment, with normal device behavior once the correct sequence was used. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge-connector assembly sequence.